Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, stent thrombosis, target vessel revascularization, underexpansion and watermelon seeding occurred. The patient presented due to stable angina on (B)(6) 2012 and was referred for cardiac catheterization . The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 24 mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 mm x 28 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel one day post procedure. On (B)(6) 2013, the patient presented to the hospital due to unstable angina and was referred for cardiac catheterization. Coronary angiography revealed 80% proximal edge restenosis and underexpansion of the previously placed stent. This restenosis was confirmed a "stent thrombosis" which led to abrupt vessel closure. The physician treated the lesion with thrombectomy and cutting balloon angioplasty using a 3.0 mm x 15 mm flextome balloon to treat the "watermelon seeding" of the placed stent. Placement of a 3.25 mm x 12 mm non-bsc drug eluting stent was also done. Following post-dilatation, residual stenosis was 0%. The events were considered resolved without residual effects and the patient was discharged on aspirin and prasugrel one day post procedure.